Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, ubd: unknown, UDI#: unknown; product ID: bi71000166, ubd: unknown, UDI#: unknown; product ID: bi71000166, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the imaging system. It was reported that after taking off the covers the rep cycled the door open and close, and noticed one of the lower door switches was being pushed out of its bracket. The switch was broken, and the switch was replaced. System checkout was performed. All tests passed and were within the manufacturer standards. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the gantry door was closed, the pendant still displayed the "door open" message. The manufacturer representative (rep) attempted to apply pressure to the sides of the gantry door to get the door sensors to engage, but the message still persisted. This was discovered outside of a procedure with no patient present.